Event description:
It was reported that the patient presented to the clinic for a follow up. Attempt was made to interrogate the patient's implantable cardiac monitor (icm), and it was found that the icm had failed to be interrogated. The icm was reinterrogated, however the issue persisted. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of being unable to find and connect to the device using the patient application was confirmed. Based on the information provided, it was determined that the device entered a bad state, resulting in the connectivity issues with the application. The reported event of the device being unable to be interrogated using a programmer was not confirmed. The relevant information related to the event was not able to be obtained.